Manufacturer narrative:
Date sent: 06/24/2009. Due to privacy legislation there are very few hospitals willing to provide patient data. The analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid resection procedure, there were several air bubbles when performing the leak test. The surgeon indicated the leak appeared anterior. The donuts looked good; the surgeon was in the green range on the gauge. The patient did not have any co-morbidity nor did they undergo radiotherapy. The surgeon had to hand sew over the anastomosis. Another leak test was done and there were no bubbles. However, as precautionary measure, the surgeon gave the patient a temporary colostomy. The patient was fine after the procedure. Surgery was prolonged 30 minutes. The patient is doing well. It has not been determined when the colostomy is going to be reversed.